Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support attempted to follow up to continue troubleshooting; however the customer declined.